Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion and infection. Reportedly, before discharge from the hospital after the implant, the patient's wound appeared red and bleeding. There were no additional adverse patient effects reported. This ra lead was explanted.